Event description:
PICC line leaking where hub meets line. PICC removed.

Manufacturer narrative:
We received the defective catheter as faulty sample. The attempt to flush the catheter was successful, but a leakage was detected distal to the junction between the catheter tube and extension line. Microscopic examination revealed a rough tear approximately 0.35 mm in length, located about 0.14 mm distal to the junction between the catheter tube and the extension line. The opposite side of the catheter tube showed no defect. This kind of error pattern is likely caused by mechanical damage. The customer mentioned using an alcohol-based disinfectant; however, the IFU warns: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. In the IFU is also stated: caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. Do not bend the catheter or the extension line permanently to avoid damage to the catheter. Do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. Therefore, a manufacturing fault can be excluded, as each catheter undergoes flow and leak testing during production. Moreover, the catheter did not leak for 4 days, as reported by the customer a review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data indicates six (6) additional complaints related to leaking catheters from lot 24c016d. However, none of these complaints were attributed to manufacturing issues. Corrective action: as the catheter worked well for 4 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC line leaking where hub meets line. PICC removed.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.